Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, the patient developed complete heart block which required the implant of a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days post implant of this aortic bioprosthetic valve, the patient developed complete heart block which required the implant of a non-medtronic permanent pacemaker. No additional adverse patient effects were reported.